Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap did not appear to have enough iodine in its sponge. This was noted before use. The patient replaced the minicap with another one prior to beginning therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The date the original report was received by the manufacturer was 07/11/2016 (instead of the previously submitted 07/18/2016). The manufacture date of the device is (B)(6) 2016; evaluation codes added; h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.